Event description:
It was reported that the patient presented remotely via merlin.net exhibiting episodes of auto mode switching. Upon review of the electrogram, the pacemaker was undersensing on the atrial channel. The patient was asymptomatic. Programming changes were made to the device.